Event description:
Traditional 2 stage procedure. The implant was placed at tooth #26. Pt had moderate oral hygiene. Pt had poor bone condition. Pt had poor health habits.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. Conclusion: based on our inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.